Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vaso view hemopro jaws camp apart. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number trackwise (B)(4)..

Manufacturer narrative:
The device was returned to the factory for evaluation. The hempro tool was not returned; therefore it is not possible to evaluate the device for the reported failure "jaw break." A cannula was returned to the factory and is not complaint related. Evidence of blood and clinical use was observed on the cannula. (B)(4).